Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the cgm reading was about 8 mmol/l. The patient was shaky, cold, soaking wet, gurgling, vomiting, having a seizure and passed out. The patient¿s spouse treated the patient with glucagon baqsimi - 3mg and was provided CPR. They called 911 and when ems arrived and did a fingerstick it showed a bg of low. One hour later, they did another fingerstick which gave a bg of 4 mmol/l. The patient already gained consciousness when the paramedics arrived. The patient was transported to the hospital, on the way the patient started feeling nauseous and ems gave him gravol to calm the nausea. At the hospital, they performed medical tests and monitoring. The patient experienced high blood pressure as a result of this event. At about 5:30 pm, they did a fingerstick which was high (cannot provide exact value). They treated the patient with IV fluids and gravol to treat the vomiting. The patient stayed at the hospital until 11:00 pm the same day. At the time of the call, the patient was feeling stiff and sore. The patient stated that currently the cgm is reading accurate with a cgm reading of 15.0 mmol and bg 14.5 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.